Event description:
It was reported the pt has not used or recharged the ipg as recommended in several months. In turn, the ipg is inoperable and unable to communicate with his initial and replacement charging systems. F/u revealed the pt passed away on (B)(6) 2013 due to unrelated health issues.

Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.